Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient wondering how long they should wait before talking to healthcare provider about replacing the battery. Patient states it has been taking longer to charge for about a year. Agent asked if patient charges all the way full when they charge and patient states yes. The patient was redirected to their healthcare provider to further address the issue. Patient has an appointment with healthcare provider around (B)(6).